Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had no flow. This occurred during use of the device for peritoneal dialysis therapy. It was further reported that the patient was not able to perform dialysis treatment for five days. To resolve the issue, the transfer set was replaced. There was no report of patient injury, however the patient was given outpatient medical assistance and emergency diet plan. No additional information is available.